Event description:
Customer contacted the complaint coordinator to report a blood leak in a tricea 210g dialyzer. The dialysis machine alarmed for high conductivity and flow obstruction in the bicarbonate cartridge. The user attempted for about 20 minutes to resolve the alarms, but was unsuccessful. After these alarms, the machine alarmed for blood leakage. A urine tester confirmed blood. According to the technician, it was not likely that the alarms caused the blood leakage. The extracorporeal blood was not returned to the patient and the estimated blood loss was 200-300ml of blood. The tmp and venous pressures were normal values. The conductivity alarm was not constant, there were many short alarms.